Manufacturer narrative:
Concomitant of products: other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). Product analysis: no product were returned. The valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that a misload occurred due to infolding noted at the inflow portion of the valve. Fluoroscopic images were received for review which included a valve load check confirming there is an overlap that extends past the 4th node. Per the loading training materials, in absence of other signs of a misload, overlapping crowns in the inflow portion does not indicate a misload. This occurs with the evolut r transcatheter valve (tav) but is more frequent with the evolut pro tav due to external wrap tissue displacing inflow crowns during loading. During attempted implant, the valve was 80% deployed and it was noted that the valve was infolded. The valve was attempted to be recaptured due to the infold, however the blue handle of the dcs broke into two parts. The physician was unable to put the dcs handle back together and the valve was released. The blue handle is most likely describing the actuator (or deployment knob). Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the actuator component together. Due to the infolding, severe central aortic regurgitation (ar) and paravalvular leak (pvl) occurred as the leaflets were likely compromised from the fold and the patient became unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a misload occurred due to infolding noted at the inflow portion of the valve in more than two rectangles. It was reported that the valve loader was experienced with approximately fifty previous loads, and the loading was inspected with visual, tactile and fluoroscopic examination. No pre-implant balloon aortic valvuloplasty (bav) was performed. During attempted implant, the valve was 80% deployed and it was noted that the valve was infolded. The valve was recaptured due to the infold. It was attempted to recapture the valve a second time , however the blue handle of the delivery catheter system (dcs) broke into two parts. The physician was unable to put the dcs handle back together and the valve was released. Due to the infolding, severe central aortic regurgitation (ar) and paravalvular leak (pvl) occurred as the leaflets were likely compromised from the fold. The patient became unstable. The valve was post-dilated and resolved the infold, although a small infold was still present at the inflow portion. Moderate pvl and central regurgitation was noted. No further treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural images submitted for review confirmed during the valve load check there was an overlap that extended past the fourth node and at 80% deployment the valve was severely constrained with an infold present. There was no evidence provided confirming the blue handle of the delivery catheter system (dcs) had broken into two pieces. The imaging confirmed a post-implant balloon aortic valvuloplasty (bav) resolved 90% of the infold, and the angiogram confirmed there was mild-moderate paravalvular leak (pvl) remaining with a constrained valve inflow. The device history record was reviewed and showed that the products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. In absence of other signs of a misload, overlapping crowns in the inflow portion does not indicate a misload. This can occur more frequently due to external wrap tissue displacing inflow crowns during loading. Infolding events are typically related to patient anatomical factors (calcification level and location, left ventricular outflow tract anomalies, and bicuspid valve) and procedural factors (valve sizing, bav, loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or deployment process, the struts may cross over and catch on each other which in some cases potentially can cause infolding. Based on the available information, the reported infold appears to have occurred as the valve was being loaded and remained until subsequently deployed. It was reported that the valve was attempt ed to be recaptured due to the infold, however the blue handle of the dcs broke into two parts. The blue handle is most likely describing the actuator (or deployment knob). Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the actuator component together. Aortic regurgitation (ar) and pvl regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that due to the infolding, severe central ar and pvl occurred as the leaflets were likely compromised from the fold and the patient became unstable. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices.". There was n o information to suggest a device quality deficiency related to this event. Medtronic will continue to monitor for similar events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review of the initial medwatch report submitted may 15, 2020, it was noted that was listed incorrectly as adverse event and product problem. Product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.